Manufacturer narrative:
Philips service replaced the host pc monoplane revised ii no hdd and restored the device to functional condition. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that host pc failed to boot, causing console monitor failure on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.